Manufacturer narrative:
Returned parts could not be associated with alleged event. It appears that the parts were replaced for cosmetic damage/wear as a courtesy.

Event description:
Provider alleges the consumer was driving in a hospital parking lot and the wind blew him over as he was turning and the unit allegedly flipped on top of him.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges the consumer was driving in a hospital parking lot and the wind blew him over as he was turning and the unit allegedly flipped on top of him.